Manufacturer narrative:
(B)(4)

Event description:
It was further reported the flap was in the right atrium. There was nothing done at the time of implant other than to monitor the patient.

Manufacturer narrative:
The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was implanted without issue. During the final echocardiogram, the physician observed a 'flap' which was deemed thrombus. The patient's activated clotting time (act) was therapeutic at 287 seconds. Heparin was administered. No further complications were reported. The patient was stable.